Manufacturer narrative:
Investigation found substantial damage to the upper and lower housing, formed needle, soft cannula, pcb, needle mechanism, and commutator cap. Data was unable to be recovered from the device. Although significant damage was present, the cause and timing could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's bg (blood glucose) levels reached 250-310 mg/dl while wearing the pod between 4 and 24 hours on the leg. For treatment, gave an injection.